Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the cutters were found to fail testing; however, the repair was not completed because the cutters cannot be repaired. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the mesh was incomplete. Investigation showed that the cutters were damaged and unable to pass the mesh test. There was no adverse event reported as a result of this malfunction.